Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer reported that they could not rewind the insulin pump. The customer stated that the piston was not moving. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.